Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. During a preventative maintenance the trilogy ev300 failed an active exhalation verification pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The test was performed by the customer, and the customer is taking responsibility to correct/repair the device. The customer was contacted on 04/29/2026 to confirm the current status of the device and the customers states they are still waiting for the arrival of the parts. The system does not meet the specification for the performed service and is not returned to use. If additional information becomes available, a supplemental report will be filed.